Event description:
Health professional reported after injection with 2 syringes of juvederm ultra plus xc (one used on each side) in the oral commissures and nasolabial folds that the patient experienced "hardness, swelling, and tenderness" at the left oral commissures five months later. The symptoms were treated with vitrase 200 units on two treatment dates and the symptoms improved. Reporter stated that treatment was both to hasten resolution of the symptoms and to prevent worsening of the symptoms that may have lead to permanent damage. Patient did not return for a follow up appointment, but is not considered to be lost to follow up. The physician "assumes" the symptoms resolved but does not know for certain.

Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.